Event description:
A physician reported a critically ill newborn patient with multiple co morbidities was started on continuous renal replacement therapy and developed thrombocytopenia. The patient's platelet count was extremely low the day prior to initiation of crrt. During the weeks on crrt, the patient's platelet count remained low and varied between 5 k/cmm - 216 k/cmm. The patient has received numerous transfusions of blood and blood products. The patient continues crrt on the same crrt machine. The investigation of this event is ongoing.

Manufacturer narrative:
The filter sets were discarded and not available for analysis. The lot number was not provided therefore, no device history record review was performed. The prismaflex hf1000 filter set is not indicated for use on patients weighing below 30 kgs. In this case, the physician made the medical judgement to treat the infant with the device.